Event description:
Medtronic received information that during extraction from the right atrium, the tip of this cardiac sump cannula detached from the body of the cannula. The tip was able to be retrieved from the patient. There were no adverse patient effects reported as a result of this incident. The device was returned for analysis.

Manufacturer narrative:
Analysis: upon receipt, visual inspection confirmed that the sump tip was not attached to the cannula body and body fluid contamination was contained within the inside surface. Further inspection at the distal end of the cannula revealed solvent bond residue 360 degrees around the inside surface. The device has been forwarded to the supplier for detailed analysis and to determine root cause for this incident. Conclusion: analysis confirmed that the tip of the sump was detached from the tip of the cannula. The device has been forwarded to our supplier to determine root cause. When additional information is received, this event will be updated and a follow-up report provided to the FDA.